Event description:
The svc report shows while at the facility doing pm's, the customer noted that there has been a report from staff that the audio alarm did not work intermittently. The device had been sitting in the dept for several weeks and exact date issue noted was unable to be obtained by the facility staff. No "dorsi" was verified by the clinical staff. The nellcor puritan bennett customer support engineer verified intermittent alarm. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.